Event description:
A medtronic representative reported that the system shutdown at the navigate screen, allegedly causing an inaccuracy of 1.8 mm. The surgeon chose to cease navigation, the case was completed with no impact to the pt.

Manufacturer narrative:
Pt identifier and weight were not available at the time of this retrospective report. Post surgical investigation indicated that the pt's head was not secure in the frame and had moved slightly causing the alleged inaccuracy. The system shutdown was caused by a loose outlet connection at the site. The software behaved as designed and a system checkout showed no anomalies.